Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized. It was reported that the patient was treated with meropenem injection (1mg, route and frequency was not reported) and vancomycin injection (1mg, route and frequency was not reported) for peritonitis. Patient outcome and action taken with pd therapy were not reported. No additional information is available.